Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of over 500 mg/dl with ketones of an unspecified size. Customer could not recall the exact date but stated it was at the end of march or early april. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged with the issue resolved and no permanent damage (no specific date was provided).